Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (601 mg/dl at its highest). The customer stated that the high bg levels were due to taking steroids to treat pneumonia and flu. The customer was admitted to the hospital and was treated with an intravenous insulin drip and a bolus via the pump. The customer's healthcare provider also had the customer change the basal rate pump setting to help with the high bg level. Although multiple requests were made, the customer discharge date was not provided.